Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer had experienced high blood glucose levels for the past six to eight weeks. The customer also had an abscess on his hip, which may have contributed to the high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.